Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that initially reprogramming helped, however, the symptoms returned. The patient was still experiencing leaking, especially with running water. Otherwise, there was no leaking unless the bladder was full and then she could not make it to the bathroom on time. The return of symptoms was sudden and occurred on (B)(6) 2015. Whenever she had a reprogramming session, it did not seem to last. There were no falls/trauma or urinary tract infections (utis), however, the patient took antibiotics prophylactically at a low dose per health care professional (hcp) direction. It was trimethoprim and they took 100 mg/day since (B)(6) 2014. This was done to prevent utis. The patient did not make any changes to her fluid intake. The patient was going to try the remaining programs, track the results, and follow-up with the hcp. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, troubleshooting performed, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that four new programs were put in. The patient was trying the new programs now and just started program 2. However, none had helped them yet. When their bladder gets full, the urine just comes out. The sudden return of symptoms and leakage had not yet been resolved. The patient needed to make an appointment with their health care professional (hcp) for a test he wanted to do. The patient immediately started experiencing symptoms associated with the stimulation not helping, which resulted in a reprogramming on (B)(6) 2015. They had tried program 3 and 4 and they did not help. It really had not helped the patient too much but had helped some. They were happy to have the device. It was unbearable before they had it put in. Maybe program 2 would help. It was further reported on (B)(6) 2016 that they were constantly changing programs with no change. There were no steps taken to resolve the sudden return of symptoms and leakage. It had not been resolved. The new programs had not helped. They did not leak while they were in bed during the night or when they first got up. If I turn it on after, they had no control stopping it.